Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen needed to be fixed. The programmer was returned for service. There was no patient involvement. It was further reported via follow-up that the company representative had sent in two programmers, both with "shattered" screens however one of them, following a software update, the stylus was no longer responding. The representative was unable to identify for certain which programmer had the interface issue.